Event description:
Pt had pump implanted in 1996 and was having it "serviced"/refilled by the implanting physician until november of 1998 when he suddenly and without explanation refused to service the pump or deal with the MFR. Reporter was referred to other physician to have his mother's pump refilled but each time the given physician would only agree to deal with the pump once as they did not "wish to deal with the MFR." Everytime the reporter has questioned the physician regarding the issue, they have all responded vaguely with some indication that the company is "having problems" or "are in trouble with the feds" according to the reporter. The reporter states that he has heard "rumors" that the company and one of their main physicians are in trouble with "the feds" for creating a "monopoly." Also according to the reporter all of the physicians he has tried to retain to care for his mother's pump have indicated that they do not get any support from the company in troubleshooting or providing supplies for the pumps and that "they wouldn't touch it with a 10 ft pole." The reporter indicated that he had communicated with the co's consumer line for help but that they were nasty, the physicians the co referred him to bad mouthed the co and refused to help, and that the last time he spoke with the consumer line he was told to speak with the co's attorney. The reporter was very upset and frustrated that he cannot get the help he needs to care for his mother and that he doesn't understand what the problem is. The reporter has had no performance problems with device since implantation.